Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating"), pregnancy with contraceptive device ("pregnancy test positive") and abortion spontaneous ("miscarriage") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnt underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (((B)(6) 1998, (B)(6) 2001, (B)(6) 2002 and (B)(6) 2007)). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), fatigue ("chronic fatigue / fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and allergy to metals ("nickel allergy"). On (B)(6) 2008, 3471 days before insertion of essure (ess205), the patient experienced anxiety ("anxiety"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("severe abdominal cramping / lower abdominal pain even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("heavy menstrual bleeding /prolonged menstruation"), headache ("worsening of her headaches menstruation even when not menstruating"), dyspareunia ("painful intercourse"), menopause ("menopause"), depression ("depression") and menstrual disorder ("abnormal menstruation/ abnormally menstrual bleeding/ changes in her menstrual cycle"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy, and bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, headache, dyspareunia, anxiety, menstrual disorder, urinary tract infection, and allergy to metals outcome was unknown and the menopause, fatigue and depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: in (B)(6) 2014, plaintiff underwent a total hysterectomy with a bilateral salpingectomy, and bilateral oophorectomy, during which her uterus, cervix, both fallopian tubes, and both ovaries were removed. Since her removal surgery, plaintiff´s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2011: pregnant. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events urinary tract infection, nickel allergy & device monitoring error are added. Lab data updated. Concomitant & historical condition & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating"), pregnancy with contraceptive device ("pregnancy test positive") and abortion spontaneous ("miscarriage") in a 27-year-old female patient who had essure (ess205) (batch no. 624843) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnt underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (B)(6) 1998, (B)(6) 2001, (B)(6) 2002 and (B)(6) 2007)). Concurrent conditions included blood pressure high. On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), fatigue ("chronic fatigue / fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and allergy to metals ("nickel allergy"). On (B)(6) 2008, 3471 days before insertion of essure (ess205), the patient experienced anxiety ("anxiety") and depression ("depression"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On 1-aug-2011, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. In august 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("severe abdominal cramping / lower abdominal pain even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("heavy menstrual bleeding /prolonged menstruation"), headache ("worsening of her headaches menstruation even when not menstruating"), dyspareunia ("painful intercourse"), menopause ("menopause"), menstrual disorder ("abnormal menstruation/ abnormally menstrual bleeding/ changes in her menstrual cycle") and abdominal pain ("pain in abdominal area"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy, and bilateral salpingectomy and oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, dysmenorrhoea, abdominal pain lower, menorrhagia, headache, dyspareunia, anxiety, menstrual disorder and allergy to metals outcome was unknown, the back pain, urinary tract infection and abdominal pain had resolved and the menopause, fatigue and depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain lower, abortion spontaneous, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: in apr-2014, plaintiff underwent a total hysterectomy with a bilateral salpingectomy, and bilateral oophorectomy, during which her uterus, cervix, both fallopian tubes, and both ovaries were removed. Since her removal surgery, plaintiff´s symptoms have mostly resolved, though some remain. However one .was-so-very-deep that were unable to remove it and the patient continued to have continual pain and wants her uterus taken out. There were noted to be 3 coils extruding from each ostium at the end of the procedure diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2011: pregnant quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received, lot number added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating"), pregnancy with contraceptive device ("pregnancy test positive") and abortion spontaneous ("miscarriage") in a 27-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didnt underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 (((B)(6) 1998, (B)(6) 2001, (B)(6) 2002 and (B)(6) 2007)). On (B)(6) 2007, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), fatigue ("chronic fatigue / fatigue"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and allergy to metals ("nickel allergy"). On (B)(6) 2008, 3471 days before insertion of essure (ess205), the patient experienced anxiety ("anxiety"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal infection ("chronic vaginal infections") with vaginal discharge, abdominal pain lower ("severe abdominal cramping / lower abdominal pain even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("heavy menstrual bleeding /prolonged menstruation"), headache ("worsening of her headaches menstruation even when not menstruating"), dyspareunia ("painful intercourse"), menopause ("menopause"), depression ("depression") and menstrual disorder ("abnormal menstruation/ abnormally menstrual bleeding/ changes in her menstrual cycle"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy, and bilateral oophorectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, headache, dyspareunia, anxiety, menstrual disorder, urinary tract infection and allergy to metals outcome was unknown and the menopause, fatigue and depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device, urinary tract infection and vaginal infection to be related to essure (ess205). The reporter commented: in (B)(6) 2014, plaintiff underwent a total hysterectomy with a bilateral salpingectomy, and bilateral oophorectomy, during which her uterus, cervix, both fallopian tubes, and both ovaries were removed. Since her removal surgery, plaintiff´s symptoms have mostly resolved, though some remain. However one .was-so-very-deep that were unable to remove it and the patient continued to have continual pain and wants her uterus taken out. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2011: pregnant . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain even when not menstruating"), pregnancy with contraceptive device ("pregnancy test positive") and abortion spontaneous ("miscarriage") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2011, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant) with haemorrhage in pregnancy, vaginal infection ("chronic vaginal infections") with vaginal discharge, dysmenorrhoea ("abnormally severe menstrual pain, even when not menstruating"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain even when not menstruating"), back pain ("lower back pain, even when not menstruating"), menorrhagia ("heavy menstrual bleeding /prolonged menstruation"), headache ("worsening of her headaches menstruation even when not menstruating"), dyspareunia ("painful intercourse"), menopause ("menopause"), anxiety ("anxiety"), fatigue ("chronic fatigue / fatigue"), depression ("depression") and menstrual disorder ("abnormal menstruation/ abnormally menstrual bleeding/ changes in her menstrual cycle"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (total hysterectomy with a bilateral salpingectomy, and bilateral oophorectomy). Essure (ess205) was removed in (B)(6) 2014. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, vaginal infection, dysmenorrhoea, abdominal pain lower, back pain, menorrhagia, headache, dyspareunia, anxiety and menstrual disorder outcome was unknown and the menopause, fatigue and depression had not resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menopause, menorrhagia, menstrual disorder, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure (ess205). The reporter commented: in (B)(6) 2014, plaintiff underwent a total hysterectomy with a bilateral salpingectomy, and bilateral oophorectomy, during which her uterus, cervix, both fallopian tubes, and both ovaries were removed. Since her removal surgery, plaintiff´s symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2011: pregnant. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.